Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 06-jul-2024, reported that patient faced infusion set blockage in tube. Infusion set has not been used more than 72 hours. Customer changed supplies as necessary and resumed insulin therapy. The blood glucose level was 350 mg/dl. Therefore, patient was treated with correction injection via multiple daily injection. No further information available.